Manufacturer narrative:
Evaluation: a comprehensive investigation into this report cannot be completed since the sample was not available for review. A device history record trace cannot be completed since the lot number is unknown.

Event description:
Report received via medwatch report. It was reported by clinician, that upon removal, the black tip was not intact. There were no associated patient complications reported.